Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient passed away from natural causes shortly after the implant procedure. It was noted the patient was being treated for pneumonia prior to the passing and the physician did not believe it was related to the device. There were no reports of device-related issues from the patient prior to the passing.